Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging of cough, difficulty breathing/short of breath, spots on lungs. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the user is experiencing cough,difficulty breathing/short of breath,spots on lungs. There was no report of serious patient harm or injury. In box e, reporter country was missing in the previous report, which has been added in this follow-up.

Manufacturer narrative:
The manufacturer previously reported receiving information in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the user is experiencing cough, difficulty breathing/short of breath, spots on lungs. There was no report of serious patient harm or injury. As per further investigation, it was determined that this report is a serious injury case which has been updated in this report. In this follow-up, box b: adverse event/product problem was updated, box h: type of reported complaint was updated, box h: health impact grid was updated.